Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts and the display screen was found to be scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is fully intact but the keypad symbols were worn. All of the keypad buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. The display lens was found to be scratched. (B)(6).